Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for routine follow up and farfield r-wave oversensing on the atrial channel was observed. Programming changes were made. The patient was fine after the event.